Event description:
It was reported that prior to biopsy procedure upon opening the package, a foreign material like black spot was allegedly observed in the packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed bard magnum biopsy needle was received for evaluation. Upon visual evaluation, the device appeared to be clean and was received with protective tubing and the spacer attached to the needle at the hubs. It was noted that there was a black dot within the packaging. No other visual anomalies were noted to the device. One electronic photo was reviewed. The photo shows that the black mark was noted in the package. Therefore, based on the photo review, foreign material in the packaging is confirmed. Therefore, based on sample evaluation and photo review the reported foreign material is confirmed. The root cause for the alleged foreign material was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2024), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to opening the package, a foreign material like black spot was allegedly observed in the packaging. There was no patient involvement.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 08/2024